Event description:
Customer reported receiving an error message from their precision xtra meter. Customer reported experiencing symptoms of frequent urination and excess thirst. Customer reported going to see her doctor who diagnosed customer with severe hyperglycemia and treated her with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.